Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy, and incidental incision and drainage of anterior vaginal wall cyst.

Manufacturer narrative:
(B)(4). It was reported that patient underwent sling revision, urethrolysis, and partial vaginectomy on (B)(6) 2014 due to erosion, urinary urgency and incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.